Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient was performing the load cartridge step and the pump dispensed the entire cartridge of insulin. The reporter indicated that the pump emitted a no cartridge detected warning. This report is being made based on the alleged malfunction.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation the pump was able to detect the cartridge during the load cartridge step. The force sensor was found to be out of calibration, and the force sensor assembly was found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). Correction # 2531779-03/24/2010-003-r.